Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) identified that the right light on the full height module controller was not illuminated, indicating a potential issue with the retractor or row board and both cables were replaced without success. The drawer controller was then replaced, which resolved the issue. The customer recovered the system and tested it successfully without any further problems. The system functioned as intended after the field service engineer repaired the device.